Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify back light anomalies due to no button response. No button error alarm during testing. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not always responding. Customer stated that the battery compartment and screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.